Event description:
Major pump unit(s) involved: blood pump.

Event description:
The account stated that the architect analyzer has been generating weak reactive hbsag results for several patient samples. The initial results were reactive and the retest results were non-reactive. The account stated that error code 1007 (unable to process test, activated read failure) occurred with 40-50 cases at the time the initial reactive results were generated. Trouble shooting included replacing the reaction vessel cells. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported that the images cannot be seen on the monitor.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot number 69436p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 71092p100 and 71234p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, additional architect reaction vessel lots: lot 71092p100, device MFR. Date: 11/14/08, expiration date: na. Lot 71234p100, device MFR. Date: 11/19/08, expiration date: na. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Information received indicates, the brake will not hold.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: suspect medical device reaction vessel lot was corrected from lot 71092p100 to 69436p100. In previous submissions, suspect lot 69436p100 was in use at the customer facility and remains associated with remedial action reporting number 1415939-2/27/09-003-r. Additional suspect lots in use at the customer facility were lots 71092p100 and 71234p100. Expiration date: na. An investigation is in process. A final report will be submitted when the investigation is complete.